Event description:
Began having leg and foot pain, nausea, vomiting, diarrhea off and on beginning end of (B)(6). On (B)(6) 2015 noticed right mcghan breast implant possibly leaking. On (B)(6) 2015 doctor affirmed rupture.